Event description:
During a remote follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Provocative testing was performed, and the lead noise was not reproduced. Rv lead damage was alleged but was unable to be confirmed. No intervention has been performed. The patient was stable.